Event description:
This catheter has been used for about nine months. When used at about half a year, the leakage from the catheter outside the patient was found, and after being trimmed the catheter was all-right. About one month ago the leakage appeared again and after being trimmed the catheter was all-right again. In 2008 the catheter was only about 2cm long with the connector. The examination revealed the other part of the catheter disappeared, immediately identified the catheter through films, and it was found in the patient's body. The catheter was completely removed immediately through interventional minimal invasion surgery.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.